Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of a photo of one device. The reload was in pre-fire. The reload was reset and the remaining staple line formed correctly and the knife cut the material cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a radical gastrectomy procedure, the staple could not deploy.